Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusion set cannula bent event on (B)(6) -2024.. Event occurred within 3 hours after insertion. The insertion site was at abdomen. The infusion set was in use for 15 hours. The blood glucose level was between 350-400 mg/dl. The customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available